Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure, due to the patient's atrial enlargement and severe myocardial fibrosis, severe tricuspid regurgitation it was difficult to fix the lead. The surgeon tried to find multiple implantation points, but still could not stably fix the lead. After multiple attempts, it was found that the front helix of the lead was damaged and the sheath was kinked, and it could not be used anymore. The lead and sheath were both attempted/not used and replaced. No patient complications have been reported as a result of this event.